Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated creatinine results was carryover of total protein (tp) reagent into creatinine(ecrea). The customer was advised to move tp and ecrea to separate servers to eliminate the problem.

Event description:
Several falsely elevated creatinine results were obtained on patients' samples. It is unknown if the results were reported to the physician. The samples were repeated and lower results were obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated creatinine results.